Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited an unspecified out of range defibrillation impedance. The lead was explanted and replaced. During the procedure, it was noted that the rv lead exhibited a break and failure to disconnect, and the right atrial (ra) lead exhibited failure to capture and a fracture. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and fracture were not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Visual and x-ray examinations of the partial lead found no anomalies except for procedural damage. Electrical testing was normal.